Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, her blood glucose was 475 mg/dl and it went up to 510 mg/dl. The sensor cannula was also bent. Customer declined troubleshooting for the sensor. Troubleshooting on the insulin pump was performed for the high blood glucose. Customer is not returning the sensor for further analysis.